Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated a power on reset occurred. Illegal address por on (B)(4) 2014. Predicted longevity is being reported as zero months (incorrect), actual battery voltage = 2.9795v. (B)(4).

Event description:
It was reported that the patient presented to the clinic with the implantable cardioverter defibrillator (ICD) device toning. An interrogation of the device showed an electrical reset occurred. It was also noted that the longevity estimator displayed incorrect information with longevity at less than one month. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.